Manufacturer narrative:
The lead has not yet been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead the parameters were not as expected. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.